Manufacturer narrative:
All available information was investigated, and the reported difficult or delayed activation (clip deployment) and off-label use (indication for use) could not be replicated in a testing environment. Additionally, the actuator coupler was observed to be corroded. The l-lock tabs were observed to be twisted and scratched. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause of the reported difficult or delayed activation (unable to separate clip, difficult to retract actuator knob resulting in difficult manual gripper line removal as the actuator coupler could not be fully retracted) could not be determined. The reported recurrent tr appears to be related to the troubleshooting maneuvers performed during clip deployment, destabilizing the clip over the leaflets, as per the physician. The reported off-label use was associated with the use of mitraclip device for tricuspid valve repair. The observed coupler corrosion was due to post-procedural storage condition (i.e., salinity and/or moisture remained within the system). A cause of the observed twisted and scratched l-lock tabs could not be determined. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. H6: device code 1494 - patient selection (use in tricuspid valve).

Event description:
This is filed to report difficult/delayed activation and recurrent tricuspid regurgitation it was reported that a mitraclip procedure was performed to treat tricuspid regurgitation (tr) grade 4. One clip was successfully deployed on the tricuspid valve. A second clip was inserted and placed on the tricuspid valve. However, while attempting to deployment, it was observed the clip did not detach from the delivery system. Troubleshooting was performed and the clip was able to be deployed, reducing tr to a grade of 1. Later that day, echocardiography showed tr had increased to a grade of 3+. No additional information was provided.